Event description:
Customer reported monitor would not display images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty monitor cable. System operates as intended.